Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2.7mm va lckng screw slf-tpng with t8 stardrive recess 12mm, part number 02.211.012, lot number unknown). The subject device was returned with the complaint condition stating: whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. 02.211.012 2.7mm va lckng screw slf-tpng with t8 stardrive recess 12mm . The locking threads of the 2.7mm va screws were found to be deformed. In each instance the condition is consistent with difficulty locking the screws to the plate. The three (3) returned screws show wear consistent with attempted screw insertion. A dimensional inspection of features related to this complaint could not be performed as the screws show wear due to attempted screw insertion. No definitive root cause was able to be determined with the provided information. It is unknown if a required drill guide or torque limiter was used as required to lock the screws to the plate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient¿s identifier is reported as (B)(6). Additional device product code: hwc. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient dob & weight not provided for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) used for: during the procedure, three (3) 12mm 2.7 variable angle (va) screw would not lock into a 2.7 va locking compression plate (lcp) lateral distal fibula plate, the surgeon attempted to screw a short plate in, the 3 screws would not lock on the plate. He removed the shorter plate and the 3 screws and none of them would successfully lock. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation of the right ankle on (B)(6) 2017. During the procedure, three (3) 12mm 2.7 variable angle (va) screw would not lock into a 2.7 va locking compression plate (lcp) lateral distal fibula plate. As the surgeon attempted to screw a short plate in, the 3 screws would not lock on the plate. He removed the shorter plate and the 3 screws. He went on to a longer plate and was supposed to use a total of 6 screws. However, the surgeon rotated three (3) screws (the same 3 screws used on the shorter plate) through four (4) different holes, distally, and none of them would successfully lock. The surgeon was able to use a new screw to lock in the longer plate, distally. This delayed surgery for about 15 minutes. The surgeon was able to screw in 4 holes of the longer plate, but decided to leave two holes empty due to the issues. He stated that he would have liked more screws on the distal end of the plate. The patient was implanted with one (1) longer plate (part # 02.118.404, lot # unknown) and 4 new screws. The patient status was reported as successful. No additional information is available. This complaint involves 5 parts.concomitant devices reported: 1 unknown screw (part # unknown, lot # unknown).this report is 3 of 5 for (B)(4).